Event description:
It was reported that the patient presented with a nonfunctional inflatable penile prosthesis (ipp). Patient underwent a surgical procedure in which all components were explanted and replaced. Upon explant, it was identified that there was a fluid leak in the system caused by a hole in the input tubing between the pump and the left cylinder. There is no information available about the patient outcome.